Manufacturer narrative:
Investigation: according to the DHR review process; the result showed there were no issues reported like wall thickness out of specifications, failure mode that could be the root cuase of the issue reported in the customer complaint. Based on the sample pictures received the following observations were made: misuse due to overfilling the collector, a wall of the collector penetrated by a needle. In the inspection records a wall thickness test was done for lot 8183902 and it met specifications with (B)(4) samples tested. The potential root causes are product misuse and wall thickness out of specification. The findings could not determined a root cause associated with the manufacturing process.

Event description:
It was reported that the disposed items in the bd¿ sharps collector were "over the fill line", and a needle had "pierced thru the lower side wall", resulting in a needle stick to the health care professional. It was reported that "although there is no serious damage, patient information using a needle in the collector has not been obtained, so anti-(B)(4) drugs are being taken".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the disposed items in the bd¿ sharps collector were "over the fill line", and a needle had "pierced thru the lower side wall", resulting in a needle stick to the health care professional. It was reported that "although there is no serious damage, patient information using a needle in the collector has not been obtained, so anti-hiv drugs are being taken".